Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during set up of the unit by customer, the cardiosave intra-aortic balloon pump (iabp) unit's lcd screen is faulty. There was no patient involved.

Manufacturer narrative:
Updated fields: b4, d8, d9 device available for eval?, return to manufacture date, g3, g6, h2, h3, h4, h6 type of investigation, investigation findings, component codes and investigation conclusions, h11 corrected field: d4 UDI additional information: initial reporter: kerlan paulson a getinge field service engineer (fse) verified fault on lower left and right side of screen and also noticed hinges for broken doppler draw. Fse installed new screen, storage bin chassis and tested. Unit passed all functional and safety test per factory specifications and returned to customer and cleared for use. There was no patient involvement. The defective components were received for further investigation. The failure analysis and testing department (fat dept) received display top lcd assembly with a reported failure of faulty display. The fat dept. Performed a visual inspection of the parts received and found that both displays are broken. Due to the broken lcd displays, it cannot be installed and investigated any further. Retaining the lcd displays in the fat dept. Per procedure. The non-conformance's with the returned components were identified. However, the root cause or the most probable root cause is impossible to be defined.